Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated safety valve open error message. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the graphical user interface (gui) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.